Event description:
Customer reported a cannula that was not inserted properly. Her bg level reached 380 mg/dl. The pod was not returned for eval.

Manufacturer narrative:
A cannula that does not insert properly may indicate that the needle mechanism is not working properly. However, since the pod was not returned for eval, no malfunction can be confirmed. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns, "...if you experience unexpected elevated blood glucose levels, change your pod." Product qualification records were reviewed and determined to have met all acceptance criteria.